Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's revision surgery it was difficult to disconnect the patient's lead from the old pulse generator. Subsequently, a high capture threshold was noted. As a result, the lead was capped and a new lead was implanted. The patient was reportedly doing well postoperative.